Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred 6 times out of 8 firings. There was no torquing or twisting of the device present at the time of firing. Although bleeding (the amount was about 30ml) occurred when the malformed clip was removed, it was controlled by astriction and blood transfusion was not required. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---within 8th. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed two scissored clips, and then the remaining clips were formed as intended. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.